Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever and stomach pain. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, after 72 hours, route and duration were not reported) and amikacin injection (125mg, once a day, route and duration were not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
B5: it was reported during follow up that the patient was treated with vancomycin injection (discontinued,1gm after 72 hours, route, frequency and duration not reported) and ceftazidime injection (discontinued,1gm, once a day, route and duration not reported) for the peritonitis event. The cause of the peritonitis was due to constipation. At the time of this report, the patient has recovered. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.